Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. A visual examination of the returned sample revealed that the balloon was torn longitudinally. As per the dfu one of the precautions when using this product is "do not preinflate, pretest balloon, or attempt to refold balloon into protective sleeve." Therefore no attempt at inflation of the balloon should have been made during preparation.

Event description:
It was reported to boston scientific corporation in 2006, that a cre esophageal /pyloric/colonic wireguided balloon dilatation catheter was planned for use during procedure in 2006, (patient gender, age and weight unknown). According to the complainant, the balloon was torn as soon as impletion tried during preparation. There was no patient contact with the reported device. The procedure was successfully completed with another c.r.e. Esophageal/pyloric/colonic wireguided balloon dilatation catheter.